Event description:
Rayner intraocular lenses ltd received notification from the (B)(6)) of an event that occurred during use of a single use soft-tipped disposable injector (model r-inj-04). The event description provided states, "iol correctly loaded but would not progress beyond the junction of loading bay and nozzle."

Manufacturer narrative:
The reference (B)(4) has been allocated to this event by raynor intraocular lenses limited. The healthcare professional has confirmed that the device was not in contact with the pt at any time during the surgical procedure. A back-up lens of the same model and power was implanted in the original planned surgery session without any adverse effect to the pt. The healthcare facility has confirmed that no further remedial action is required and describes the condition of the pt post-operatively as "satisfactory." Our review of production records for the r-inj-04 injector batch b315 showed that all manufacturing and quality checks were conducted with successful results. All injectors released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of the existing vigilance data from the month of MFR of the r-inj-04 injector was conducted in order to determine if any trends existed. This review concluded that no other incidents, of any type, have been reported against the r-inj-04 injector batch (B)(4). The r-inj-04 injector has been returned to raynor for analysis. The results of the analysis performed as part of this investigation will be provided in a follow-up report.